Manufacturer narrative:
Batch record review of lot a753 was conducted. Lot met release requirements. There were no non conformances related to this event type. Complaint lot review conducted and one additional complaint for photoactivation module leak were reported to date for this lot. No trends detected. The assessment is based on information available at the time of the investigation. No product return was received by the customer for investigation. The root cause for this complaint cannot be determine based solely on the information provided by the customer. (B)(4).

Event description:
Customer called to report a photoactivation plat leak that occurred during a treatment procedure. Name and function of complainant: same as reporter. Customer reported: during buffy code collection 6th cycle, customer noticed photoactivation plate leaking slightly, bottom right corner when standing in front of system. Customer selected abort treatment, discussed the issue with 2 physicians who decided she should manually return fluids to patient. Customer will not return product for investigation.